Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated her stoma measures 57mm and protrudes. The end user saw a doctor (B)(6) 2014 and was given a sample fo another product. The end user was also given solosite wound gel which is an over-the-counter product. The end user also stated she was instructed to cut wafer to clear the affected area, apply solosite gel, cover with tegaderm and perform care that care two (2) times per day. The end user stated she was to follow-up with his doctor on (B)(6) 2014. End user requested a sample of 4 inch flange size as recommended by her doctor. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Event description:
An end user reported he developed a blister on a skin graft to the immediate right of his stoma. The end user also noted bleeding (B)(6) 2014 which he stated resolved on (B)(6) 2014.